Manufacturer narrative:
Device evaluation: the product was inadvertently scrapped per the laboratory therefore, the complaint reported could not be performed and a product deficiency could not be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that plunger failed to advance (intraocular lens) iol completely when inserting into the eye. There was patient contact and iol was partially delivered. There was no patient injury. No additional information provided.